Event description:
The customer reported that her blood glucose measured 387 mg/dl at 3:00 am on (B)(6) 2012. She saw that the cannula was pulled out of the infusion site and activated a new device at 3:15 am.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or manufacturing defect that would have contributed to the reported hyperglycemia was found. The customer reported observing that the cannula was dislodged from the insertion site. This condition would interrupt insulin delivery and contribute to high bg. It cannot be confirmed through laboratory evaluation. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."